Event description:
It was reported that the c-arm on the 9800 system has a "rattle" and intermittently, there is an image clarity issue. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The issue regarding the "rattle" was verified. Could not duplicate the image issue. Found loose hardware in the c-arm. Tightened the hardware. The system was tested and found to be working as intended and placed back into service.